Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Event description:
On (B)(6) 2012 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2012 at 06:06 with a drain volume of 3337ml during cycle 4. Largest prescribed fill volume: 2000ml.

Manufacturer narrative:
(B)(4). The reported condition of the iipv was confirmed in the event history log review. The cause was use error, tidal total uf removal set too low.